Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a hospital and was diagnosed with mild diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels reached 468 mg/dl while wearing the pod for 9 hours. Symptoms reported include frequent urination, dry mouth and vomiting. The patient was treated with intravenous fluids, zofran (ondansetron) and insulin. It was reported that the patient wasn¿t sure the cannula was correctly inserted into the infusion site (hip/buttocks) as the cannula appeared to be curved underneath pod when it was removed. The patient was released four hours later the same day.